Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there were no communication issue. A technical service engineer confirmed station communicating with the server. The system functioned as intended after the technical service engineer verified the device.

Event description:
It was reported when using the pyxis medstation es system that it had a communication issue, patients are not showing in the system. The customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.